Event description:
Needle breakage. Pt had lap cholestectomy with extensive adhesolysis. Needle broke within the subcutaneous tissue during closure. Surgery was extended 15-20 minutes while surgeon searched for the broken needle. Needle was located via x-rays and surgeon chose to leave needle in-situ. Surgeon does not anticipate any future adverse consequence.